Event description:
The customer reported that she was unable to test due to an error message on their precision qid meter. In addition, the customer reported being slow and uncoordinated; therefore, her co-worker called the paramedics, and she ate a granola bar and drank juice to relieve her symptoms. The customer did not indicate a diagnosis or additional treatment. There was no report of permanent impairment or death.

Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed during control solution testing. All results were within the range specification.